Event description:
It was reported that the patient had a revision on her implantable neurostimulator (ins) in 2003 due to lack of therapeutic effect. The patient didn't feel stimulation even at high amplitudes, and would experience a shocking sensation when she "moved a certain way." It was also noted the anesthesiologist did not give her medication for pain relief during the revision. Following the revision, stimulation was only felt for 2-3 days, but the patient did not want to work with the ins again due to fear of another surgery. The ins system was explanted "in 2006 or 2007." If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, explanted: unk, product typ extension product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, explanted: unk product typ extension product ID 7435, serial# (B)(4), product typ programmer, patient product ID 3888-28, lot# j0125014v, implanted: (B)(6) 2002, explanted: unk product typ lead product ID 3888-28, lot# j0125014v, implanted: (B)(6) 2002, explanted: unk product typ lead. (B)(4).